Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The customer has not requested getinge to evaluate the iabp. Additional information has been requested, and a supplemental report will be submitted if pertinent information is received.

Event description:
Complaint received via medwatch report # (B)(4) on 16-june-2020. It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) here was a leaking error that was cancelled and the following day, the patient was found to have air in the iliac arteries on CT. The iabp was removed and sequestered. Biomed work order was put in for further evaluation/inspection. No patient death was reported. It is unknown if the customer attributes the adverse event to the iabp. Refer to related intra aortic balloon report under mfg report number tw 2248146-2020-00329.

Event description:
Complaint received via medwatch report#: (B)(4) on 16-june-2020. It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) here was a leaking error that was cancelled and the following day, the patient was found to have air in the iliac arteries on CT. The iabp was removed and sequestered. Biomed work order was put in for further evaluation / inspection. No patient death was reported. It is unknown if the customer attributes the adverse event to the iabp. Refer to related intra aortic balloon report under mfg report number: tw 2248146-2020-00329.

Manufacturer narrative:
Customer responded to our good faith effort (gfe) email and advised that at this time they have no further information on the device, and that they have the device sequestered. If additional information is provided, we will submit a supplemental report. Updated fields: d4 (UDI #), h6 (method codes).